Event description:
It is reported that during surgery in 2007, the canal was prepared for a 13mm stem. Stem became stuck when proximal portion of stem entered the canal. Implant bound with only 4mm of tm pad engaged below (or level). The extraction process was difficult and the proximal humerus was fractured. A 12mm stem was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.